Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2013) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2014 ¿ patient had large incisional hernia repair thereby underwent repair with implant of ventrio st mesh. (Note: there is no operative note provided for this procedure in medical records). On (B)(6) 2017 ¿ patient was diagnosed with recurrent ventral incisional hernia, small bowel obstruction, abdominal pain thereby underwent laparoscopic repair with adhesiolysis and primary repair of hernia. Per operative notes, ¿severe adhesions involving omentum, colon, small bowel and prior mesh was taken down. Stringy adhesions in the pelvis and roux limb potentially causing small bowel obstruction was noted. The recurrent ventral incisional hernia in the right mid abdomen with small bowel incarcerated were taken down sharply. The mesenteric defect was closed and secured with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."